Event description:
Boston scientific received information that at a post operative system check the right ventricular thresholds had increased with drop in r-wave amplitudes. The lead had dislodged from the apex. The lead was successfully repositioned with acceptable measurements. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.